Event description:
It was reported that the implant became loose in the patient's neck and had to be revised. The event was attributed to the lead. The patient experienced preexisting pain. The leads were explanted, and the implantable neurostimulator (ins) was revised. The patient recovered without sequela.

Manufacturer narrative:
(B) (4)